Event description:
The advocate stated the customer received a blood glucose reading of 513 mg/dl from the contour meter and a reading of 94 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The call ended before any additional information could be obtained.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.